Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer spoke to the olympus technical assistance support (tac) and verified that the problem was user error and the facility was experiencing humidity fluctuations. The customer was advised to clean the devices properly and to not hot swap the scopes, but to power down to remove and install scopes in the future. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii xenon light source displayed error messages b30 (scope communication) and e316. There were no reports of patient harm associated with this event.